Manufacturer narrative:
The customer¿s report of a system error and the pumps shutdown was confirmed in the logs and replicated during testing. Upon visual inspection the service technician noted front case, rear case, and handles, replaced due to cracks as found software version 9.33.0.50, as left software version 9.33.0.50. Barel clamp replaced due to cracked handle syringe sizer sensor replaced due to failed barrel clamp position. Based on the findings, service determined that the proximate cause of the reported issue was due to a maintenance issue of the front case. Device history review: a review of the device history record showed the device had a manufacture date of 28 apr 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device had a cracked front case and handle. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device had a cracked front case and handle. There was no patient involvement.